Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the clear plastic ring and the o ring of the reservoir compartment came loose. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the top of the reservoir compartment was cracked. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with minor scratches on the display window, a cracked reservoir tube, a missing reservoir tube o-ring and partially broken reservoir tube lip. The reservoir tube lip was partially broken off and the test reservoir will not lock/click in place.